Event description:
It was reported that when using the bd pyxis¿ medbank, the medication order was not coming through from mql to the pyxis medbank cabinet. This issue was the latest in a series of repeated incidents in which nurses had to be provided with elevated access to dispense medications due to on premise cabinets not receiving order information. As a result, patient care was negatively impacted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the medication order was not coming through medbank myqlink (mql) to cabinet. A technical support specialist found that the item identity was not assigned, guided the customer through medbank myqlink (mql) to verify that the item identity listed in the order was not assigned to the cabinet. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank, the medication order was not coming through from mql to the pyxis medbank cabinet. This issue was the latest in a series of repeated incidents in which nurses had to be provided with elevated access to dispense medications due to on premise cabinets not receiving order information. As a result, patient care was negatively impacted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.